Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via survey that he was having low and high blood glucose levels lately, and requested a call back. His blood glucose levels have reached as low as 42 mg/dl and close to 400 mg/dl. Customer has treated his high glucose levels with bolus injections and his low blood glucose by consuming sugar and removing the pump. The customer was currently at the diabetes center's office to go over his pump settings due to his unstable glucose levels. He stated that his infusion set is painful; the customer was advised to remove it immediately. Troubleshooting was initiated for his high blood glucose levels and to generally test the functionality of the insulin pump and infusion set. Customer was advised to change his entire infusion set, reservoir, and insulin, and treat his diabetes per health care provider's instructions. Customer was call back to execute a high pressure test later that night. No products were returned, replaced, or shipped.